Event description:
It was reported that the patient had a surgical procedure to implant an artificial urinary sphincter(aus) after having a previous sling device implanted. A patient outcome was not reported.

Manufacturer narrative:
G5 updated.

Event description:
It was reported that the patient had a surgical procedure to implant an artificial urinary sphincter(aus) after having a previous sling device implanted. A patient outcome was not reported.